Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting triggering deployment ring during removal from packaging. 2) use inconsistent with IFU recommendations. 3) inadvertent twisting or bending of the delivery needle. 4) incomplete needle penetration through meniscus. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Product met specifications upon release to distribution. No additional actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during knee surgery, after implanting the anchors to the meniscus they fell out. It is unknown whether they had a backup device available or if there was a delay in the procedure. No patient injury was reported.